Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that disposable drillsleeve 4 l100 sst was jammed with unk - screws: distal radius. No other issues were identified. The dimensional inspection was not performed for the disposable drillsleeve 4 l100 sst due to alleged complaint condition. The functional test was performed to pull the drill sleeve with some force, but it is still jammed. The observed unable to disassemble condition of the components is consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed disposable drillsleeve 4 l100 sst would contribute to the complained device interaction issue. As mentioned in the event description the probable root cause might be wrong sized sleeved might have been used. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications the following drawing reflecting the current and manufacture revision was reviewed: bohrbuechse einweg -d0027235 version 01(manufactured) disposable drill sleeve: se_245370 rev a. Device history lot - manufacturing site: selzach; release to warehouse date: 09 january 2006. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant device is expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. (510k): unknown, as specific lot numbers are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for open fracture of radius with drf devices. When the self-drilling was used with the drill sleeve, they got stuck and the self-drilling didn¿t come out from the drill sleeve. Wrong sized sleeve seemed to be used mistakenly (the sales rep was not present for the surgery). The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for two (2) devices. This report is for one (1) disposable drill sleeve 4 l100 sst. This report is 1 of 2 for (B)(4).